Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed on four day prior. According to the complainant, during procedure preparation, water was observed "tricking" down the prolieve catheter's packaging. There appeared to be a "pinhole" in the anchoring balloon. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.